Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No under delivery anomaly noted and also passed the delivery accuracy test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, broken belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 521mg/dl. Customer¿s current blood glucose was 503mg/dl. Customer alleged insulin pump was under delivering. Customer reports insulin exited at quick release. Customer also had blood glucose of 400mg/dl, 450mg/dl, 520mg/dl. Customer declined troubleshoot for high blood glucose. Drive support cap was normal. Insulin pump will be return for analysis.